Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of the device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 34-year-old male patient presenting for cardiomyopathy. During impella support, it was documented that the patient experienced an access site bleed. Manual pressure was applied and an additional suture was placed to treat the bleed. Ultimately, four units of prbc had to be provided to the patient to counteract the blood loss. Patient support continued throughout the event.